Event description:
Reporter indicated that his vns therapy programming handheld was "showing the main windows screen", and choosing the cyberonics software from the start menu repeatedly gave him software loading error. Troubleshooting was unsuccessful in resolving the issue. Handheld and accompanying software were subsequently returned to manufacgturer for analysis. An analysis was performed on the handheld and the cause for the reported complaint was found to be associated with another file being corrupt. No other anomalies were identified during the analysis.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.